Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the rv setscrew block and damage to the rv setscrew block. The returned device indicated a damaged rv grommet with foreign material on the bottom surface of the grommet. The returned device indicated a loose/detached rv set screw with a rounded socket, foreign material in set screw socket and on the setscrew threads, damage to the setscrew head and setscrew threads. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to get the right ventricular (rv) lead setscrew of the cardiac resynchronization therapy defibrillator (crt-d) to engage. Multiple attempts were made and the device was removed and placed on the surgical table to attempt to engage the setscrew. The physician requested a second device and the crt-d was not implanted. No patient complications have been reported as a result of this event.